Manufacturer narrative:
DHR nothing unusual to report was found during DHR review. A query indicates no additional complaints have been received for this lot number. Return customer returned 3x sealed files. Checked all 3 under microscope and found no manufacturing marks or defects. Files were measured using opt (B)(4) (calibration date 2/22/2024) and passed all attributes checked (wire size, d3, and d9), engineering reviewed found the blades were incorrect and opened (B)(4). Failure mode: broken during use. Root cause: manufacturing error. Conclusion code: product failure - manufacturing.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that waveone gold reciprocating file primary 25mm broke during use. The broken part remains in the root canal. Further treatment is planned.